Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received excessive no delivery alarms. During troubleshooting, insulin pump received a no delivery during a 5.0 unit fill cannula. Insulin pump passed displacement test. Insulin delivered with plunger push, but received another no delivery alarm during another 5.0 unit fill cannula. Customer's blood glucose was 350 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow block alarms were noted. The device was received with minor scratched display window and case.